Event description:
The rn was changing the flow rates, specifically pt fluid removal. The display screen turned fuzzy grey, yellowish green and no touch screen features were available. This lasted about 90 seconds.